Event description:
The manufacturer received information alleging an issue related to a everflo intl device. The manufacturer received information alleging mechanical damage and device burn. There was no serious patient harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.